Event description:
Hospital advised the pump was set up to infuse blood at a rate of 9.8 ml/hr and a vtbi of 40 ml. Approximately 2 hours later the nurse checked the pump and observed that the syringe had not moved, the unit was displaying an error 13, and there was no audible alarm. There was no pt consequence.